Manufacturer narrative:
Additional information: upon further follow-up, the medtronic representative reported that no further issues have occurred since part replacement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the axiem interface unit was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the site experienced issues with communication from the axiem interface box. It was reported that the registration probe could not be tracked. Additionally, the patient tracker and emitter displayed that the communication status was red. Restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.